Manufacturer narrative:
(B)(4). Batch # m5237x. Additional information was requested and the following was obtained: just to confirm, were there any issues noted with the staple lines (malformed staples, incomplete staple line, etc.)? If yes, please explain. If no, was the leak a result of patient factors (tissue quality)? Please clarify what was meant by, ¿still leaking.¿ in the bronchus firing, an air leak was not identified until after the leak test was performed. Based on my observation, it was an oozing site, so it was difficult to determine visually whether staples malformed. In all likelihood, this may have been the case. To add, it was not an incomplete staple line. Were chest tube placed? No chest tubes were placed. If yes, was the chest tube placement part of the surgeon¿s normal practice for this type of procedure? Na. If yes, were the chest tubes placed longer than usual and if so, how much longer? Na. Was the patient¿s hospital stay extended due to the air leak? If yes, how long was the hospital stay extended? Patient¿s hospital stay was extended. Normally, my surgeon has them stay 1 week in a lobectomy procedure. With the air leak, it added an additional week in the hospital. Was any other intervention performed? No other intervention was performed. What is the current status of the patient? Patient is in stable condition. The air leak eventually closed up, according to my surgeon. Were there any other patient consequences or changes in the post-operative care of the patient as a result of the event? No information provided. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right lower lobectomy procedure, a powered vascular stapler was used for four vascular firing without issue. The device was used with three green cartridges on the lung and bronchus; no buttressing material was used. An air leak test was performed at the end of the case and a leak was observed in the middle of the bronchus staple line. There were no reported issues with staple formation. The bronchus was reinforced with sutures and pledgets, adding 30-40 minutes to the case. There were no patient consequences reported.